Event description:
Customer reportedly obtained a result of 276mg/dl on the advantage system and 110mg/dl on a professional device within 10 minutes. No action take on device result. No adverse event reported. Requested return of suspect system and replacement was sent.